Event description:
It was reported that the insulin pump alarmed battery out limit and had an unresponsive keypad. The blood glucose reading was over 200 mg/dl. The customer stated that the battery out limit alarm could not be cleared. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. No battery out limit alarms noted during testing. The device had minor scratches on lcd window.